Event description:
Hope I can get it out- tampon [foreign body in reproductive tract] string disconnects from tampon [device breakage] taking out tampon, string disconnects from tampon, hope I can get tampon out [complication of device removal] consumer contacted via e-mail and stated that as she was about to take out the tampon, the string disconnected. No serious injury was reported.